Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04354. It was reported that the patient presented for a non-cardiac procedure. During the procedure, loss of capture was noted. Upon device interrogation post procedure loss of right ventricular and left ventricular capture was noted on EKG. The left ventricular lead was reprogrammed. The patient was stable.